Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. The procedure was completed successfully. Upon removal of the autotome rx from the scope, the wire broke. There was no report of death, serious injury or mistreatment associated with this event.